Manufacturer narrative:
An event of device embolization into the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes for device embolization include device over-sizing, device under-sizing or positioning issues due to patient anatomy. Field indicated that the cause of the device embolization was believed to be due to the deficient rims of the defect, which the physician was aware of prior to procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, "individualization of treatment: patient selection-device placement should only be attempted in those patients with sufficient rim around the defect to allow stable seating of the device."

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was chosen for implant using an unknown delivery system. The size of the defect was 28mm. The sizing of the device was determined by balloon and echocardiography (echo). During the procedure, the device was embolized in to pulmonary artery (pa). There was no blockage of blood flow and the device was explanted by open heart surgery. The cause of the device embolization was believed to be due to the deficient rims of the defect, which the physician was aware of prior to procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.